Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. During preparation of a 2.25 x 12 synergy ii drug-eluting stent, it was noted that the stent came off of the balloon. The procedure was completed with a difference device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number could not be identified. A visual examination of the crimped stent found that the stent had detached from the delivery system, the stent was damaged along its entire length with stent struts stretched in the mid-section of the stent. Both proximal and distal sections of the stent received minimal damage. The sds however was not returned for examination and thus a review of the batch manufacturing crimping data could not be carried out as the unique manifold number was not available. The stent protector inner diameter of the returned device was measured and was within the specified inside diameter of the stent protector specification. The sds was not returned for analysis; therefore examination of the crimp markings on the balloon as well as individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. During preparation of a 2.25 x 12 synergy ii drug-eluting stent, it was noted that the stent came off of the balloon. The procedure was completed with a difference device. No patient complications were reported.